Manufacturer narrative:
(B)(4). Concomitant medical products: e-poly 36 mm +3 hiwall lnr sz23 p/n ep-108323 l/n 908570 wear, taperloc por red/dist 12.5 x 145 p/n 12-103206 l/n 137540, ti low profile screw 6.5 x 20 mm p/n 103531 l/n 219360, ti low profile screw 6.5 x 25 mm p/n 103532 l/n 668790, ti low profile screw 6.5 x 25 mm p/n 103532 l/n 668790, 36 mm cocr mod hd -6 mm p/n 11-363660 l/n 100820. Reported event was unable to be confirmed due to limited information received from the customer. Radiographic evaluation noted evidence of possible polyethylene wear, osteolysis, radiolucency, and possible acetabular cup and screw loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to instability. Osteolysis, cup loosening and liner wear, were noted from provided x-rays. No further information has been made available at this time.